Event description:
Patient came in for regular gastric tube change. On initial fluoroscopy scout films the catheter was fractured. The fractured catheter was retrieved using a snare and a new gastric tube was placed.